Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on right hip (B)(6) 2009 due to acetabular cup loosening and pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4) loosening or migration of the implants can occur due to loss of fixation,trauma, malalignment, bone resorption, and/or excessive activity. And, number 14) postoperative bone fracture and pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00639 & 02725 / 02727).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6), 1973. Patient underwent revision procedures on (B)(6), 1983 and (B)(6), 2003 due to unknown reasons. It was further reported patient underwent a femoral revision procedure on (B)(6), 2003. Subsequently, a revision procedure was performed on right hip (B)(6), 2009 due to acetabular cup loosening and pain.